Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulty occurred. The lesion being treated was located in the moderately tortuous, moderately calcified left anterior descending (lad) artery. The vessel diameter was reported as 3.0 mm. The vessel was pre dilated with an unknown size balloon and the stenosis post dilatation was 25%. The physician deployed a taxus express2 3.00 x 24 mm drug eluting stent. After stent deployment and post dilatation with an extensor balloon, the physician felt resistance withdrawing the balloon from the stent. The entire assembly, including the guide catheter, had to be pulled back with a lot of force to remove the stent delivery system. Immediate inspection of the balloon indicated that the proximal portion wasn't deflated. The standard technique of ptca and pushing the balloon a bit before withdrawing was followed in the case. No pt complications were reported.

Event description:
A bmw universal wire was used to place the taxus stent in the de novo lesion in the lad. They were able to inflate the balloon on the first attempt and finally inflated to 12 atm. There were no issues with inflation or deflation. The balloon was inflated for one minute and the pt did experience some slight chest discomfort during this time. When they started pulling out the balloon, it didn't come out and the catheter was being sucked inside, so they held the wire and balloon shaft together and pulled it out until the distal shaft of the balloon was outside the catheter tip. Meanwhile, the catheter tip had also got dislodged from the ostium. Thereafter, they had to pull the entire assembly, including the catheter, wire and balloon, out of the pt. The device was removed from the pt intact and the balloon was not inflated but did appear to not be fully rewrapped, especially at the distal end. The procedure was successfully completed and the pt's final condition was satisfactory.